Event description:
It was reported during a wedge resection procedure, the jaws would not open after firing. The device could not be removed from the tissue. Another device was fired on the patient's side and the device was release. There was no adverse patient consequence.